Event description:
It was reported that a patient received a system error 2240 (air in set) during use of the homechoice machine. According to the report, the patient stated that this occurred during the initial drain. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the customer noted that there was a kink in the patient line tubing, resulting in an incomplete prime. The patient was to start over with new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the cause of the reported alarm was due to a kink in the tubing. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the kink could not be determined. Should additional relevant information become available, a follow-up report will be submitted.